Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was discarded by user, patient sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reaction with anti-d microwell of the mts abd/rev gel cards, lot # 022713037-28. Customer tested sample on the provue on (B)(4) 2013 and reported as rh negative. Customer further stated that a new sample from the same patient was tested on (B)(6) 2014, again on provue and now the anti-d microwell is reacting 2+ and interpretation is rh positive with the same lot of mts abd/rev gel cards. Customer confirmed that qc testing was acceptable on both days. Customer was not able to provide the patient sample for investigation.